Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
A root cause could not be determined. Patient sample was not available for further investigation. A general reagent issue was not identified based upon the information provided for investigation.

Event description:
The customer complained of high results for thyrotropin (tsh) and triiodothyronine (t3) in one patient sample. The physician stated the results did not correlate with the patient's pathological state. The physician suspected interference. The customer retested the sample on the e602 analyzer, with and without peg treatment, and on an architect analyzer. Of the data provided for multiple thyroid assays, the data for the t3 and free triiodothyronine (ft3) were discrepant. This MDR is for the discrepant results obtained with the ft3 reagent. For the MDR on the t3 reagent, please refer to the MDR with patient identifier (B)(6). The patient's initial t3 was 541.9 ng/dl. After treatment with peg the result was 170.14 ng/dl. The result on the architect was 120.74 ng/dl. In november, the customer reran the sample on the e602 analyzer with a result of 580.8 ng/dl. The patient's initial ft3 was 9.5 pg/ml. After treatment with peg the result was 3.24 pg/ml. The result on the architect was 4.89 pg/ml. In november, the customer reran the sample on the e602 analyzer with a result of 9.22 pg/ml. There were no adverse events.